Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 2 patients¿ samples tested on a cobas pro ise analytical unit. Results for the following tests were affected: sodium (na) and chloride (cl). Sample 1: na: initial result: 157.3 mmol/l. Repeat result: 141.9 mmol/l. Cl: initial result: 119.1 mmol/l. Repeat result: 107.3 mmol/l. The initial results were different than the previous results, prompting the repeat of sample 1. No questionable results were reported outside the laboratory. Sample 2: na: initial result: 154 mmol/l. Repeat result: 146 mmol/l (tested on c303). Cl: initial result: 116 mmol/l. Repeat result: 105 mmol/l (tested on c303). The repeat results were deemed to be correct. Reportedly, an amended report with the correct results for sample 2 was issued.

Manufacturer narrative:
The na electrode lot number was dnq44 with an expiration date of 10-mar-2026. The cl electrode lot number was dqt20 with an expiration date of 07-jan-2026. The qc recovery was acceptable. The field service engineer cleaned the sipper probe and performed calibration and qc with successful results. He then performed an ise flow path cleaning and verified that the instrument was performing within specifications. The investigation is ongoing.

Manufacturer narrative:
The calibrations before testing were performed on 20-jul-2025, and it was acceptable. The alarm trace from 20-jul-2025 to 21-jul-2025 showed multiple sample probe: abnormal aspiration alarms. These are indicators of possible poor sample quality. The field service engineer found a contaminated ise flow path. He performed an ise flow path cleaning and verified that the instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues have been reported.